Manufacturer narrative:
Patient identifier - requested, not provided, age and date of birth - requested, not provided, sex - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes.

Event description:
The user facility reported that a femoral artery angiogram was performed at the end of the procedure, to confirm proper arteriotomy location. It was confirmed by the physician that the access site was favorable for angio-seal, and a 6f angio-seal vip was successfully deployed per IFU by the doctor. The staff prepped the patient to transfer to recovery at which time it was determined that distal pulses were very faint. A vascular surgeon was called to consult, and the decision was made to take the patient to surgery to restore blood flow due to a femoral artery occlusion. The pci was completed successfully. Additional information was received on february 26, 2018. There was no blood loss. Following surgery, the patient was reported to be in good condition. There were no other devices or equipment noted to be used with the reported product. There was no difficulty gaining arterial access. The cath lab manager assumed the cause of the occlusion was the angio-seal device, however it is unknown whether it was the footplate or collagen. The cath lab manager says an endovascular stent was placed by vascular surgeon.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in the d10 section, to update the section and to provide the completed investigation results. One 6 fr angio-seal vip was received for evaluation. The arteriotomy locator, hemostasis sheath, guide wire, and the carrier tube assembly within the sealed pack polyfoil pouch was returned. Visual inspection revealed that there was a kink at the blood inlet hole of the arteriotomy locator. There were no signs of use of the device. No other anomalies were noted with the returned device. There is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the available information.